Event description:
It was reported to medtronic minimed that the customer experienced pump issues. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was not dropped and a part was missed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested for return and customer has returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, broken belt clip rails, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window. Blank display due to moisture damage on the pcba 1, pcba 2, harness assembly and corroded battery tube. Cosmetic damage confirmed at the belt clip rails. Moisture damage found on the pcba 1, pcba 2, force sensor, harness assembly vibrator and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.